Manufacturer narrative:
Two complaints filed to reflect reported air leakage from two tubes. 3012307300-2020-00026-0061455, 3012307300-2020-00024-0061243.

Event description:
Information was received indicating that one day following placement of a smiths medical portex® blue line ultra® tracheostomy tube, air was observed leaking from the tube. The tube was then replaced but air leakage occurred again. Subsequently, a third trach tube was placed with no reported adverse patient effects.

Manufacturer narrative:
A portex® blue line ultra® tracheostomy tube was returned for analysis in used condition. No discrepancies were found upon visual inspection. The cuff was inflated using a syringe while it was submerged underwater; a burble was observed coming from a small tear in the cuff. Relevant documents and the manufacturing process were both reviewed and deemed adequate. The cuff assembly operation and the inflation line assembly operation were reviewed; no discrepancies were found. The inflation testing process was audited of 32 units from the production floor; no deflated cuffs were detected. Based on the evidence, the complaint was confirmed. The root cause is due to user interface as the most probable cause is that the tear in the cuff occurred during tracheostomy procedure.